Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the air/water and suction cylinders being scratched and the biopsy channel was worn. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year and 6 months since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) (olympus (B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device channel tested positive with staphylococcus non aureus with 47 ufc (unit of flora). (B)(4) french olympus subsidiary for hmi (hygiene microbiological investigation) results as follows: coagulase negative staphylococci detected at 3 ufc (unit of flora) the results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The subject device was decontaminated, disinfected and sterilized. Rrc (regional repair center) france olympus will proceed with a normal repair if necessary. Below are information on customers cds checklist: aniosyme x3 is the detergent used for cleaning peracetic acid is the disinfectant used for disinfection. Albyn medical an1865018- bedside pre-cleaning practice aer treatment type-soluscope 4, cln, paa. Maintenance is pentax. Investigation is ongoing. This report will be supplemented accordingly following investigation.